Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "direction for use: to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon would not deflate. Upon discontinuing use of the catheter, the nurse deflated the catheter balloon until no fluid was able to be pulled from the balloon port. When the catheter was removed from the patient , the nurse noted that the balloon was not entirely deflated. Subsequently, the nurse attempted to further deflate the balloon, aspirating at the balloon port; however the balloon would not deflate. As a result of the malfunction, the patient allegedly suffered severe pain and bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon would not deflate. The nurse was discontinuing the catheter and the balloon deflated until no more fluid was able to be pulled from the balloon port. The nurse pulled the catheter out and the balloon was not entirely deflated. The nurse attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but the balloon would not deflate. As a result, the patient allegedly suffered severe pain and bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon would not deflate. The nurse was discontinuing the catheter and the balloon deflated until no more fluid was able to be pulled from the balloon port. The nurse pulled the catheter out and the balloon was not entirely deflated. The nurse attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but the balloon would not deflate. As a result, the patient allegedly suffered severe pain and bleeding.